Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the pump was in room temperature. There was no impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.